Manufacturer narrative:
Product analysis: the device returned with a sheath and stylette loaded on the device, this was removed with no resistance noted. The stent was positioned on the balloon between the marker bands as per position specification. Deformation was evident to the proximal and mid stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx drug eluting stent to treat a severely calcified and moderately tortuous lesion exhibiting 90% stenosis located in the ostium right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross the lesion. The patient is alive with no injury.